Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the aware date. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The leak was just under 20psi at 5 minutes. The fse checked the iabp according to the leak troubleshooting procedure and found that the helium leak was located on the quick disconnect point between the pump and the cart, and needed to be replaced. The fse installed a new o-ring, greased it, and ordered the male and female helium connector to replace them. Following the interventions mentioned above, the fse later reported that the helium connector replacement was conducted and resolved the helium leak issue. The fse then performed a preventive maintenance (pm) on the iabp unit, and as part of the pm the batteries were replaced. All calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check of a cardiosave intra-aortic balloon pump (iabp) performed by the customer, it was noticed that there was a helium leak on the bottle side (the tank empties too fast). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse checked the iabp according to the leak troubleshooting procedure and found that the leak is located on the quick disconnect point. The fse noted that a new o-ring was installed and greased; however the issue persisted. The stm ordered the male and female connector to replace. Iabp was not cleared for clinical use. A supplemental report will be submitted when additional information is provided. Full initial reporter name: (B)(6).

Event description:
It was reported that during a routine check of a cardiosave intra-aortic balloon pump (iabp) a helium leak on the bottle side (the tank empties too fast). There was no patient involvement, thus no adverse event was reported.